Event description:
It was reported that this implantable cardioverter defibrillator (ICD) poked hole in the tricuspid area. This ICD was explanted and replaced with a different model. No additional adverse patient effects were reported. Additional information indicated that this ICD exhibited no perforation. The patient had mild symptoms.